Event description:
It was reported that the customer's blood glucose had been in the 40 to 49 mg/dl range, with a low of 26 mg/dl one morning. It was stated the settings on the customer's insulin pump had been changed to assist with the low blood glucose levels. The customer also reportedly received a motor error alarm on the insulin pump during a bolus delivery. The insulin pump was not exposed to a strong magnetic field. The customer was using the sensor feature on the insulin pump. It was advised that a false motor error alarm could be caused by viewing the sensor glucose graph while the insulin pump delivers a bolus. The customer's mother was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. No motor error alarm was noted. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.